Event description:
It was reported that after the deployment of the xact stent in the right internal carotid artery, the patient experienced a dissection requiring treatment with a non-abbott stent to cover the dissection in the right common carotid artery. During the procedure, the patient experienced hypotension and a brief episode of bradycardia that was treated with neosynephrine and one dose of atropine. The patient also experienced right sided eye deviation and left sided weakness that was diagnosed as hypoperfusion. The patient's hypotension and right sided eye deviation resolved seven days after the procedure, but the patient continues to have left sided weakness. There was no additional information provided.

Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external controller malfunction.

Manufacturer narrative:
(B)(4). Stent: 10 x 30 cordis precise. Embolic protection: emboshield nav 6 (22438-19, lot 0092851). The stent remains in the patient. The lot number was provided. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported dissection, bradycardia, hypotension and neurological deficit/ dysfunction (stroke or other neurological complications) are known adverse events as listed in the xact instructions for use. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.